Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the surgeon stated the stem was loose and revised to a revision monoblock stem.